Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6.3 cm diameter abdominal aortic aneurysm. The diameter of the upper proximal neck was 17 mm, with a length of 67 mm. It was reported that 4 days later, the patient experienced the symptom of a cold right leg. A CT scan confirmed that the ipsilateral limb was occluded. A thrombectomy was performed, and another manufacturer's stent was used to strengthen the occluded ipsilateral limb. No additional clinical sequelae were reported and the patient is fine. The physician commented that the length of the neck (67 mm) and the expansive force of the contralateral limb just below the flow divider was strong enough to compress the ipsilateral limb. It was caused by the procedure, not the relevant device.

Manufacturer narrative:
(B)(4).